Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the usb cable trend investigation could not be completed as the usb cable was not returned. The usb port not charging trend was verified and failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port. Additionally, the usb cable could not charge the pump battery. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.